Event description:
Patient implanted in upper and lower vermilion borders and left nasolabial fold. Onset of infection and implant extrusion 12/22/1998 in perioral. Implant explanted and patient treated with ampiacillin in 1999.